Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for clumping/erroneous results with the incident lot was not observed. 10 retained samples from the same lot number were analyzed for edta content; all were found to be within specification. A review of the device history record (DHR) was carried out, with specific focus on additive and dispense, with no issues relating to the reported defect being identified. Analytical testing of the retained tubes, together with a DHR review, did not confirm the reported defect. Five retention samples were also clinically evaluated. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting and low platelets/erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy for platelet analysis. Customer recommendation a discard tube must be used when using a winged blood collection set for venipuncture-to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adhering to recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. In addition, evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use the bd vacutainer® k3e 7.2mg plus blood collection tubes had erroneous results. This event occurred 6 times. The following information was provided by the initial reporter: the customer noticed and issue with a low platelet count when using the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k3e 7.2mg plus blood collection tubes had erroneous results. This event occurred 6 times. The following information was provided by the initial reporter: the customer noticed and issue with a low platelet count when using the device.